Event description:
Customer's mother reported two blood glucose results hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 173 mg/dl on the aviva system within 10 minutes. Also reported another comparison of hi and 58 mg/dl on the aviva system within 10 minutes. Mother treated the customer with glucose tablets, retested at 157 mg/dl 10 minutes following the 58 mg/dl result. Reported no adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.